Event description:
Boston scientific received information that during a device follow-up, an alert was observed for the right ventricular (rv) lead safety switch. Interrogation showed the rv lead configuration had changed to unipolar approximately two weeks post-implant. The lead configuration was reprogrammed to bipolar and the lead was tested. Lead measurements were normal. An x-ray was performed and no anomalies were noted. Device data was provided to a boston scientific technical services (ts) consultant, who discussed that the lead safety switch detected an impedance of greater than 2,000 ohms. The impedance had increased suddenly from 400-500 ohms to 750 ohms. Ts suggested troubleshooting techniques to evaluate the rv lead integrity and lead connection.

Manufacturer narrative:
Available information indicated this lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.